Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 115mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 42 and 82 mg/dl. The product is stored in the family room. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). The customer stated that he has not made any changes to his diet, exercise, or medication. The customer states that he is currently on lantus.